Event description:
The manufacturer was contacted in regard to an allegation that the device is unable to ventilate. The manufacturer received information alleging the patient was wheezing and desaturated to 70% . Medical intervention was not specified. The patient required a new ventilator to stabilize his blood oxygen levels. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.